Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012869, in question was manufactured at reynosa site. Threshold analysis: a query was run on 25-sep-2025 2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6012869". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012869 was packaged according to the work instruction (wi) version 123 and manufactured in the line 03 on 24-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant test required during the related processes has been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test, for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6012869, in question was manufactured at reynosa site. Threshold analysis: a query was run on 25-sep-2025 2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6012869". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012869 was packaged according to the work instruction (wi) version 123 and manufactured in the line 03 on 24-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant test required during the related processes has been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test, for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set bent cannula event on (B)(6) 2025. Patient noticed symptoms 3 or more hours after insertion. The infusion set was in use for three days. The insertion site was arm. Blood glucose level at the time of event was 14 mmol/l and patient required assistance from school nurse and was treated with multiple daily injections (mdi). The patient was also found positive for ketones. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.